Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2016-00635 it was reported the patient's right lead had migrated. It was also reported the patient had fallen following the original surgery. Subsequently, the patient underwent surgical intervention on (B)(4) 2016, where the right lead was repositioned. Reportedly, effective therapy resumed post-operative.